Event description:
It was reported that a revision was scheduled to replace the leads. During surgery, there was questionable discharge from the pocket when the incision was opened. It was cultured; results came back negative. It was determined that the entire system be explanted; re-implantation would occur at a later time. A follow-up will be sent if additional info becomes available.